Event description:
It was reported via repair work order that brakes were not holding due to worn scorpion brake plate.

Manufacturer narrative:
The issue was resolved for the customer by recommending that the scorpion gill brake plate kit be replaced.

Event description:
It was reported via repair work order that brakes were not holding due to worn scorpion brake plat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.